Event description:
Underdelivery noted during routine preventative maintenance inspection. The pump reportedly consistently delivers at -10% of expected volume. There were no reports of any problems while the device was in pt use.